Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v598059, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A caller reported that a patient's implantable neurostimulator (ins) was not working anymore and may be at end of life. It was thought that the patient indicated that the ins was going to be replaced. A healthcare provider of the patient later reported that there were only hours left on the battery life and it was time for the patient to have a replacement. It was noted that symptoms, troubleshooting, interventions, and cause of the ins not working were not applicable.